Event description:
As reported by the user facility: detailed inquiry description: rn reported that as she was preparing IV medication, she noticed that the new tubing was contaminated with some rusty colored smudge.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for investigation. Upon evaluation of the unit, no rusty colored smudge was observed on the tubing. The reported concern was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.